Manufacturer narrative:
A medtronic representative, following up with the site, reported that this event occurred during a lumbar spine fusion procedure.

Manufacturer narrative:
A medtronic representative performed troubleshooting on the imaging system on-site and found the root cause of the reported issue to be a damaged door switch. The switch was not engaging properly, directly causing the reported malfunction. Replacing the damaged part resolved the issue. The part has not been returned for evaluation. Following replacement of the switch, the system was inspected and full functionality was restored. The system has been returned to the customer.

Event description:
A medtronic representative reported that while the user was closing the imaging system door around the patient, a loud sound was heard. Following the sound, the door could not be opened to remove it from around the patient. The door was manually opened with the provided socket wrench, and the system was removed. A second imaging system was used to complete to procedure after a 20 minute delay. No patient impact was reported.